Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hepatectomy procedure, the surgeon found it was very hard to close and open the jaw when used and very annoyed in case then he changed to new device to completed the case. Another device was used to complete the procedure. There were no adverse consequences for the patient.